Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise. This occurred just after implant. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services reviewed the x-rays and confirmed the electrode was fully inserted into the device header. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.